Event description:
Reporter called to report that her husband will need hip replacement surgery due to high blood metal test results. "We had no idea that it was a problem with his hip until we got a call from his dr to inform him of the blood and aspiration test results". Reporter states that she is worried about her husband having surgery because he has hypertension and high cholesterol.